Manufacturer narrative:
Additional information: UDI # (B)(4). The device was returned for evaluation. The base handle tested low and the end cap was worn. The device history record showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00226.

Event description:
This is 2 of 2 reports. An integra representative reported on behalf of the customer that the base handle of the a3101 mayfield composite series base unit tested low under 55 ft pounds and needs to be readjusted. The end cap was worn and needs to be replaced. There was no known patient involvement or surgery delay.